Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that direct-stenting of the vision stent was attempted. The protective sheath and the mandrel were removed at the same time. The 4.0 x 23 mm vision stent delivery system (sds) was advanced over the guide wire outside the patient's body. When the vision sds reached the y-connector proximally, negative pressure was applied and air aspiration was performed. Then, the vision sds was advanced through the y-connector into the vessel. When the stent was implanted in the lesion, a dissection occurred; however, when the lesion was examined with intravascular ultra sound (ivus), the vision stent was no where to be seen. So another company's stent was implanted in the original target lesion, which covered the dissection. It was later confirmed on angiography, that the stent was not mounted on the balloon when the balloon was positioned in the lesion. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged and not returned. The balloon was loosely folded. There were slight crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The stent implant outer diameters could not be measured, because the stent implant was not returned. Product performance engineering reviewed the incident info and results of the returned device analysis. Factors that can affect stent dislodgement ex-vivo include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacturing. Analysis of the returned sds indicates presence of slight crimp marks on the loosely folded balloon (crimp marks are less apparent after balloon inflation) that were between the markers, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. In this case it was reported that the mandrel and protective sheath were removed simultaneously. This removal may have been hurried or forceful thereby causing/contributing to the stent dislodgement. It is also possible that the sds may have interacted with accessory devices during preparation for use before being mounted onto the guide wire as it was gathered from the incident info that the stent may have been missing before being inserted into the y-connector. The stent implant and protective sheath were not returned which may have aided in the investigation. Ultimately, the root cause of the stent dislodgement is unknown. However, this is no indication to suggest that materials or workmanship may have caused or contributed to the incident. As mentioned above, the balloon of the returned sds was noted loosely folded, which is consistent with the reported info of inflation of the balloon inside the pt before noticing that the stent implant was not on the balloon. It should be mentioned that it is prescribed in the instructions for use (IFU) that "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove and protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Additionally, it was gathered from the incident info that direct stenting was attempted. It is also recommended in the same IFU to "pre-dilate lesion with ptca catheter". The pt effect of intimal dissection is a recognized likely pt effect of coronary stenting and was addressed in the device risk assessment. It is also a known adverse effect of coronary stenting as mentioned in the IFU. This known pt effect is not necessarily an indication of a product quality issue. It was reported that the dissection was at the intended treatment site and another device was successfully utilized to complete the procedure. This MDR is considered closed by the product performance group.